Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Full UDI (B)(4) has been added under field d4 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation, and capsular contracture; baker grade iii. D4: UDI: the expiration date is currently not verified. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old hispanic female patient underwent primary breast augmentation with 380cc mentor smooth round high profile and experienced breast implant deflation, and capsular contracture; baker grade iii on her left side; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025.